Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump did not function as expected. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.